Manufacturer narrative:
.

Event description:
The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Event description:
Product analysis was completed for the handheld device on (B)(6) 2015. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis was completed for the software flashcard on 06/23/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician was having issues with his handheld device freezing. Hard resets were performed but the issue did not resolve. The handheld device and software flashcard have not been returned to date.